Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d354trg (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. An out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013, (B)(4) 2013, and (B)(4) 2013. Analysis of the device memory indicated a lead impedance out of range alert and the impedance trend on the svc defibrillation coil was variable. The maximum svc impedance is variable and ranges anywhere from 125 ohm to greater than 250 ohm.

Event description:
It was reported that the right ventricular svc coil impedance was high prior to a device replacement procedure. Post replacement procedure, the rv coil impedance was high, and the svc coil was programmed off. During a re-operative procedure, the connection was found to be "ok." Months later during a remote monitoring transmission, high impedance was noted on the rv coil. When the patient was seen, the impedance was found to be varying with arm movements, but was not reproducible. It was questioned if there might be lead to lead interaction with a capped lead that remains implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.